Event description:
Patient contacted dexcom technical support on (B)(4) 2014 to report a hypoglycemic event on (B)(6) 2014. Patient claimed sensor failed and patient's children found her unconscious. Patient's husband alerted the ambulance which transported her to the hospital. Paramedics adminsistered treatment and she was under surveillance untils he was discharged from the hospital. Patient did not report further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).